Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital with dizziness due to loss of capture noted on the right ventricular (rv) lead. It was also alleged that the rv lead was dislocated; however, fluoroscopy imaging confirmed the rv lead was in the correct position. A lead revision procedure was performed to reposition the rv lead and the patient was in stable condition.

Event description:
The right ventricular lead revision involved disconnecting the lead from the header, testing it with for passing results and reconnecting it to resolve the event.